Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag extracorporeal membrane oxygenation (ECMO) kit was being used as venovenous (vv) ECMO for inhalation of methylene gas. After initiation, within 10 minutes, there was a tremendous increase in the delta pressure across the oxygenator. This was found to lead to a reduction in flows and oxygen saturation. The oxygenator was immediately exchanged and hemodynamics were regained. The patient was placed on inotropes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the blood flow and gas flow rate was 1:1 and the increased gas flow was 3.5 lpm. The pre-membrane pressure was 400 mmhg and post-membrane pressure was 80 mmhg. The blood flow was 3.5 lpm at the initiation of support, which was dropped to 800 ml per minute within 10 minutes of initiation. The patient was on a mix of oxygen and air. The fio2 was 100%. The patient's activated clotting time (act) was 450 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a flow decrease was unable to be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. Eurosets' investigation found the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek) oxygenator to be compliant with the technical specification, and no device issues were identified through this evaluation. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage that would have been present during support. The oxygenator was forwarded to the supplier (eurosets) for technical analysis. The oxygenator was placed on a mock loop with bovine blood. The test was executed with two flows of blood and gas at 4 liters per minute (l/m) and 7 l/min with a ratio of 1. Eurosets internal investigation showed that the delta pressure was compliant with the reference values. Based on the investigation, eurosets confirmed that the oxygenator was compliant with the technical specification, and no issues were identified. The production documentation was reviewed by the supplier (eurosets), and it was confirmed that all tests from the production process were compliant with the technical specifications. Eurostes confirmed that they apply the 100% production process test to all devices. In particular, the documentation of the biological tests performed on this batch, both the reservoir and the oxygenator, was checked and the result is compliant. In addition, to ensure that there were no deviations in the production process, the previous and subsequent batches of both the reservoir and the oxygenator were checked and confirmed to be compliant. The relevant sections of the device history records for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial # (B)(6), were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) rev. C, is currently available. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -frequently monitor the patient and circuit. Under the section titled ¿prime the centrimag pre-connected pack,¿ the IFU warns to monitor the circuit for leaks or other product anomalies. Replace the pack if it does not operate as expected. No further information was provided. The manufacturer is closing the file on this event.